Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and thrombosis occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50 x 38 synergy¿ drug-eluting stent was deployed to treat the lesion. Post intravascular ultrasound (ivus) was performed and when ivus was removed, it came into contact with the middle part of the stent struts. The edge of the strut was found to be distorted and dilatation with a balloon catheter was then performed. However, on the following day, thrombosis had occurred. No further patient complications were reported and the patient's status was stable.